Event description:
It was reported that patient underwent a left total knee arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on an unknown date. The polyethylene liner was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; brand name - unknown; expiration date - unknown; date implanted ¿ approximately 20 years ago; date explanted - unknown; initial reporter ¿ unknown; 510k number - unknown; manufacture date ¿ unknown.